Manufacturer narrative:
The device was rec'd by the MFR's rep and is currently in transit. A f/u report will be sent when the device is rec'd and the eval is completed.

Event description:
It was reported that during a knee arthroscopic procedure metal particles were introduced into the knee originating from the device. All of the metal particles were removed from the knee. Another device was used to complete the procedure. The pt was discharged with no injury.